Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from his/her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt reported that 2 days ago, his infusion set tubing must have become loose at the adapter because when he pressed it down, insulin squirted out of the cartridge. He thinks a small amount of insulin may have spilled inside the cartridge chamber because when he removed the cartridge today it felt a little damp. He dried the chamber with a paper towel. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.